Event description:
The pt was a 73 yr old male with acute infarction. When the iab was placed, it felt unusually tight going through the sheath. When it was in position, aspiration couldn't be performed. The catheter was repositioned and aspiration still couldn't be accomplished. The iab was removed and replaced and there were no pt complications.